Event description:
It was reported that during the procedure, the novel lead was failed to pace and sense. The lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported.